Event description:
It was reported that a foreign matter, which looked like a piece of metal 2-3mm long, entered into patient¿s eye at the beginning of phaco procedure during surgery. The foreign matter was immediately removed from patient¿s eye. There was no patient injury.

Manufacturer narrative:
Weight is unknown/no information has been provided. At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. The review of the device history record (DHR) for the patient interface showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints.